Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the arm. It was reported that the patient did not enter the bg meter values into the cgm device promptly, and the patient took medication(s) containing acetaminophen. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Additionally: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Finally: taking medications with acetaminophen (such as tylenol or excedrin extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.